Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00456.

Event description:
It was reported that the screw interface on two extender sleeves is starting to wear. This was detected during a routine inspection and did not have any surgical or patient impacts. This is report one of two for this event.

Manufacturer narrative:
The returned sleeve was evaluated. There was some deformation found on the tulip head connection points. A functional evaluation found that the tulip of a mating pedicle screw did not smoothly connect to the sleeve. The cause can likely be attributed to previous misalignment with the tulip heads of the mating polyaxial screws when trying to attach the sleeves to the tulip heads. A review of the manufacturing records did not identify any issues which would have contributed to this event.